Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly developed an infection. Positron emission tomography (pet) scan was positive but microbiology cultures were negative. The system was explanted. No further patient complications have been reported as a result of this event.